Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric sleeve, while stapling the stomach, the stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. The surgeon used the same gun and another reload and continued on with no issues to complete the case. There was no patient injury.